Event description:
This is also my third and final attempt in trying to communicate with you that I need a refund as I do not want to be dealing with this, like I mention before on the phone, I can't depend on you guys if your pumps are having issues as we cannot afford to be having more than 1 pump, we do not have that luxury of having our insurances pay for the pump the pump was bought out of pocket for (B)(6) at target . You guys are just taking advantage of the fact that you know stores won't do refunds on opened pumps therefore when they are defective you try diagnosing the charger etc., like if we haven't tried doing that. It's frustrating because at this point I don't know what's worse if dealing with you guys or getting in touch with edd. Like I said before I would like a full refund, as we went with the wic option of the spectra symphony due to the fact that if anything and I say anything happens to the pump we will get another one in a matter of time when wic is open. Attached are images of the times that the spectra s pump did not hold charge , in which you guys were told over the phone and was told to disconnect the charger undo the prongs then snap them back in and hear click etc., and it still didn't work. And this of sending 3 follow up emails and saying its the third and final attempt in trying to communicate with me? Makes no sense when I communicated with yall over the phone and literally described my issue as well as target saying for any refunds to get a hold of yall. At this point this is deception since we buy something it comes out defective and there a lot of people out there with the same issues having go through loops in getting something back in return. I want a refund like I mentioned, it's not fair that I have to now be forcefully stuck in getting replacements for something that if she doesn't have a pump and isn't pumping, she could get clogged or infection. Not everyone uses insurance which is where every breast pump company is making most of their money by doing the same thing you guys are doing.